Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear and/or decreased range of motion. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices 5949173 - 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm 6933772 - 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm 6237501 - 02-012-50-3013 - tru tib aug 1/2 rm sz 3, 10mm 6126068 - 02-012-50-9015 - tru tibial aug screw 15mm 6287708 - 02-012-60-1680 - tru stem ext 16mm x 80mm 5789110 - 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 6619130 - 204-70-00 - tibial stem ext. Screw h3: the mostly likely cause for the revision reported due to loosening is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the loosening of the tibial component. However, this cannot be conclusively determined.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016 and then was revised on (B)(6) 2022. Patient required revision surgery for issues including but not limited to pain, swelling, and decreased range of motion.